Manufacturer narrative:
The welch allyn flexiport cuffs at this facility are used with a mindray vsm (vital signs monitor); however, specific information regarding this mindray device is unknown. Based on the incomplete information provided by the complainant and lack of returned device for evaluation, welch allyn cannot evaluate whether a serious injury actually occurred, or whether the flexiport cuff malfunctioned. Nor can the company evaluate whether such alleged injury was the result of a malfunction in the flexiport cuff or due to an over-inflation error caused by the mindray vsm. We believe that it is unlikely that a flexiport cuff malfunction could cause the alleged injury, but are reporting the event in an abundance of caution.

Event description:
It was reported that a patient claimed, a day after undergoing a procedure at an ambulatory surgical center, that a flexiport cuff used to take her bp had been very tight on her arm resulting in redness and swelling of the arm. It was further reported that the patient was referred to have her arm evaluated by doppler ultrasound to rule out the presence of a blood clot. The outcome of the ultrasound was not reported to us. Multiple attempts have been made to contact the facility to obtain additional information about this allegation without success. The cuff used on the aforementioned patient was not made available to welch allyn for evaluation. The complainant did not provide any patient identifiers.